Event description:
The customer returned the cysto-nephro videoscop to the service center for a separate issue. During the device analysis, the service repair technician indicates that it was found the instrument channel port, and the forceps channel port were corroded. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.